Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined, but it could be considered that it was sterilized by mistake.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device was sterilized by a sterrad sterilization, not eog sterilizations as described in the instruction manual. There was no report of patient injury associated with the event. The event date was unknown.